Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unit had scratched display window.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 393 mg/dl. Troubleshooting was performed. The device was returned for analysis.